Manufacturer narrative:
The complaint allegation is confirmed based on the photo provided by the customer. Visual evaluation shows damage to the threads on the tip of the screw. The method of bone preparation was not provided. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate ligament (acl) reconstruction surgery the screw lost it`s threads in the proximal section. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.